Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced and the system functioned as intended. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera was returned to medtronic for analysis. The returned psu had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .333mm with a passing threshold of .250mm. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a "localizer faulted" message upon boot up. The site rebooted system multiple times but message did not clear. There was no patient involvement. Additional information was received. It was reported that the manufacturer representative (rep) checked the network device interface (ndi) toolbox, which displayed the following status messages: bump detector battery fault, bump detected, and storage temperature exceeded. The internal positioning sensor unit (psu) battery had likely failed.